Manufacturer narrative:
Date of event: the aware date of (B)(6) 2021 was used for the event date as the event date is unknown. Explant date: the aware date of (B)(6) 2021 was also used to estimate the explant date.

Event description:
It was reported that device movement and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. When the patient presented to another facility for mitral valve surgery, it was noticed that the watchman closure device was malpositioned and a device related thrombus was noted. The watchman closure device was surgically removed and the laa was surgically ligated.